Manufacturer narrative:
Sections with additional information as of 19-apr-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for error message (e-3). The product is not stored according to specification (bathroom). The test strips are expired: manufacturer¿s expiration date is (B)(6) 2022 and open vial date is (B)(6) 2023. The customer did not have another vial of test strips that had been stored and handled correctly. The customer reported feeling nauseous; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due symptom-nausea. Test strips were not returned for evaluation. Meter was returned for evaluation- evaluation in process. Note 1: manufacturer contacted customer in a follow-up call on (B)(4) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated that he had contacted his doctor on (B)(4) 2023; customer stated he is waiting to hear back regarding an appointment. Note 2: manufacturer contacted customer in a follow-up call on (B)(4) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.